Event description:
Customer reportedly received result "like" 700 mg/dl and result of 126 mg/dl within 10 minutes on the aviva plus system. The estimated result of 700 mg/dl is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.